Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Part # 298.801.01s. Synthes lot # p410081. Supplier lot # p410081. Release to warehouse date: (B)(6) 2022. Expiration date: (B)(6) 2027. Supplier: rti surgical. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while tensioning a cable around a femur, the surgeon exceeded the recommended tensioning strength and ultimately broke the cable. The cable was removed, and a new cable was placed. No adverse events or complaints against the device were communicated. There was patient involvement. There was ten minutes of surgical delay. The procedure was successfully completed. Fragments were generated and they were removed easily without additional intervention. This report involves one 1.7mm cable with crimp 750mm-sterile. This is report 1 of 1 for (B)(4).